Event description:
It was reported a breakage of the stem implanted 10 months before ((B)(6) 2019) at the level of the first interlocking pins hole. A revision surgery has been made on (B)(6) 2020 in order to remove the stem and replaced by osteosynthesis by plate.

Manufacturer narrative:
(B)(4). Received pictures shows that the stem broke at the level of the first interlocking pins hole. It has been noticed by the r&d department that the first locking pins was not screwed perfectly aligned with the hole which this weakened the stem and led to its fracture. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The surgical technique was reviewed and it was confirmed that the instrument use to drill the bone in alignment with the holes of the stem is described. A complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on uption complete reconstruction stem cementless / ø11 / s3 / left, reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. 1 complaint (1 product), this one included, has been recorded on uption complete reconstruction stem cementless / ø11 / s3 / left, reference (B)(4), batch 0001319240. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported a breakage of the stem implanted 10 month before ((B)(6) 2019) at the level of the first interlocking pins hole. A revision surgery has been made on (B)(6) 2020 in order to remove the stem and replaced by osteosynthesis by plate.